Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient could not disconnect their transfer set from the amia cassette line after therapy was completed. The patient had to cut the amia cassette at the connection point with the transfer set because it would not come undone. The transfer set had been in use for 12 days. A new transfer set was placed at the clinic the next day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a missing chip. The reported issue was verified. The cause of the event was inadequate solvent applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.